Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent system rmv was implanted during a stent placement procedure to treat a biliary stricture performed on (B)(6) 2015 as part of the e7099 abc wallflex registry study clinical trial. The patient was diagnosed with gallbladder cancer and did not have any prior plastic or metal biliary stent placement. The indication for stent placement was palliative treatment of biliary strictures produced by malignant neoplasms, with no intended surgery. Liver function testing was performed on (B)(6) 2015. On (B)(6) 2015, a baseline assessment of biliary obstructive symptoms (abos) was conducted during which the following were identified: right upper quadrant pain, jaundice, and nausea/vomiting. According to the complainant, on (B)(6) 2015, the wallflex biliary rx fully covered stent system rmv implanted using endoscopic ultrasound imaging (eus) as an outpatient procedure. There were no additional endoscopic procedures completed during the study stent placement procedure. The study stent was deployed in a satisfactory position across the stricture. A pancreatogram was not performed during this stent placement. Prophylactic antibiotics were administered but prophylactic nsaids were not. Prior biliary and pancreatic sphincterotomies had not been performed, nor were they performed during this stent placement procedure. On (B)(6) 2015, the patient presented with ascending cholangitis secondary to stent dysfunction and the wallflex¿ biliary rx stent appeared to be occluded; however it did not lead to an interruption of neo-adjuvant therapy. The patient was seen in the emergency room on (B)(6) 2015 and was admitted to the hospital on (B)(6) 2015. On (B)(6) 2015, the patient underwent a reintervention to manage the patient¿s biliary obstructive symptoms. This reintervention was not a result of a recurrence for the original biliary stricture. During the reintervention it was noted that a very small amount of food debris was present in the duodenal bulb as the stent is oriented toward the pylorus. Upon accessing the system, sludge and debris were seen exiting through the metal stent. After injection with contrast, further food debris and pus were observed to have exited the stent. The system was flushed with further contrast and saline and two 7 fr x 9cm double pigtail stents were placed into the left and right intrahepatic systems. The patient was discharged from the hospital on (B)(6) 2015. On (B)(6) 2015, the patient presented with cholangitis as a result of the wallflex¿ biliary rx stent becoming occluded with food. This did not lead to an interruption of neo-adjuvant therapy. The patient was admitted to the hospital on (B)(6) 2015. On (B)(6) 2015, the patient underwent a biliary reintervention to treat the patient¿s biliary obstructive symptoms of upper right quadrant pain, fever/chills, and jaundice. This reintervention was not a result of a recurrence of the original biliary stricture. During the reintervention procedure the two previously placed plastic stents were visible within the wallflex¿ biliary rx stent. Contrast was injected showing poor flow. A balloon extraction was performed and junk and food products were removed. The stent appeared to drain poorly and therefore, two additional double pigtail 7 fr stents were inserted into the wallflex¿ biliary rx stent.

Manufacturer narrative:
(B)(4) stent blocked/occluded. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.